Manufacturer narrative:
This MDR follow-up report was written because the placement/removal dates, surgery information, event information, patient condition information and the prosthesis information were received. The following fields have been updated: (age), (sex), (event date), (date of report), (event description), (implanted date), (explanted date) and (age of the device.)

Event description:
The clinician reported that 2 months after the dental implant was placed in ada site 14 in the patient's mouth, the implant did not achieve osseointegration. The site was grafted. The implant was torqued to 45 ncm. The clinician reported the patient's pain and implant mobility. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
The following items were requested from the initial reporter: the placement/removal dates, surgery information, event information, patient condition information and the prosthesis information. A follow up report will be submitted upon receipt of this information.

Event description:
The clinician reported the implant failed. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.